Event description:
It was reported that during a surgery, two ardis implants broke during implantation. Levels treated were l4-l5 and the indication for surgery was lumbar degenerative disc disease and discrete collapse of the disc space. The first cage was successfully implanted on the left side. When implanting the second cage on the right side, the implant broke. The surgeon attempted to place another cage but it broke as well. All broken pieces were removed from the pt. Finally a third 08x09x22mm cage was successfully implanted. The final construct consisted of plif on the right with 08x09x22mm implant and plif on the left with a 08x09x26mm implant with a sequoia one level instrumentation.

Manufacturer narrative:
Product is expected to be returned but has not yet been rec'd.